Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 250 system or the vitros phyt slides malfunctioned. The investigation determined that a no result was generated with and associated we (wash error) code for phyt on the affected proficiency fluid sample. The operator did not respond appropriately to an associated analyzer condition code. The vitros 250 operator's manual provides information on how to interpret the analyzer flags and codes and what appropriate action should be taken. Instead, the operator incorrectly reported a vitros phyt result of 3.0 ug/ml, which is the lower limit of the vitros phyt measuring range. In addition, the vitros phyt slide lot in use at the time had exceeded its shelf life and was expired. The root cause of the lower than expected vitros phyt result reported for a proficiency fluid was user error. The customer was made aware of the improper response to the condition code to avoid additional misinterpretation.

Event description:
A customer reported a lower than expected phenytoin result for a single proficiency sample using vitros phenytoin (phyt) slides on a vitros 250 chemistry system. A vitros phyt result of 3.0 ug/ml was reported vs. A target value of 8.3 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).